Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, device history record, manufactures instructions, quality control, and a functional test & visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the black sheath inside the blue sheath was returned. The hub had separated from the blue sheath and both sheaths were cut in a length of approximately 8cm from the flaring of the blue sheath. The flare of the blue sheath was measured to 7.0mm, which was within specification. During the functional test a new hub fitting was screwed on to the returned blue sheath and even with a reasonable amount of force, the fitting could not be pulled off the sheath. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, an IFU is provided with the device, which warns, excessive force should not be used to retrieve the filter. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could be traced to the user and unintended use error. During the functional testing, it was clear that with reasonable force, the fitting could not be removed. Therefore, it is likely that the failure resulted from use of excessive force. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. A review of the device history record indicated that the lot met all finished goods release criteria. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the outer sheath of the gunther tulip vena cava filter retrieval set disconnected from the hub during a filter retrieval procedure. The procedure was completed successfully. No patient adverse effects have been reported. According to the complainant, a portion of the device did not remain inside the patient's anatomy. Lot number was not provided.